Manufacturer narrative:
D3: address corrected. H3: one device was received for evaluation. There was no repair history. Review of even history log identified a primary audible alarm background test. The interconnect board was replaced to fix the issue. The primary speakers were tested and the testing results before replacement are 1:9, 2:18, 3:36, 4:47, 5:126 and post replacement are 1:11, 2:21, 3:42, 4:89, 5:121. The device passed all verification testing.

Event description:
It was reported that the primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.